Event description:
In 2007, endoscopic hernia repair was done by abdominal hernia. Patient coded 2 days later at 4:19 am and expired. Upon autopsy it was discovered that a surgical fastener (staple) from the protack device had come loose and migrated to patients' pericardium.